Event description:
During a thoracoscopy procedure, the device worked fine for the first couple of firings. The device becaame difficult to open, but was opened by using the manual release lever. The device was closed to insert into the thoracic cavity and when the release button was pushed to open the device and place on tissue, the cartridge popped out of the device and was retrieved. The rep was present for the case and observed the cartridges were loaded properly. A different cartridge were tried outside of the body and the same thing occurred. Another device was used to complete the procedure. There was no pt consequence.